Event description:
Information was received from a consumer, healthcare provider (hcp), and device manufacturer representative (rep) regarding a patient who was receiving 1 mg/ml dilaudid at 0.1479 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was "not feeling right", so they went to the hcp and checked the pump. It was later clarified that the patient had a headache, felt nauseous, had crawling of the skin, confusion, and blurred vision. It was stated that the pump "went from one setting up to another setting" and implied that it happened on its own. The hcp programmed the pump back down to the correct dose of 0.1479 mg/day on (B)(6) 2016. It was noted that the pump was last refilled on (B)(6) 2016 and the patient saw his doctor on (B)(6) 2016, but no changes were made on (B)(6). It was again noted that the only time the patient was seen was on (B)(6) 2016 to reduce the dose and the hcp only used one 8840. The logs read that the last change to the pump occurred on (B)(6) 2016 with a dose per day of 0.2996 mg/day. If additional information is received, a follow-up report will be submitted. On (B)(6) 2016 (B)(4) (hcp, rep): information was received from a consumer, healthcare provider (hcp), and device manufacturer representative (rep) regarding a patient who was receiving 1 mg/ml dilaudid at 0.1479 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was "not feeling right", so they went to the hcp and checked the pump. It was later clarified that the patient had a headache, felt nauseous, had crawling of the skin, confusion, and blurred vision. It was stated that the pump "went from one setting up to another setting" and implied that it happened on its own. The hcp programmed the pump back down to the correct dose of 0.1479 mg/day on (B)(6) 2016. It was noted that the pump was last refilled on (B)(6) 2016 and the patient saw his doctor on (B)(6) 2016, but no changes were made on (B)(6). It was again noted that the only time the patient was seen was on (B)(6) 2016 to reduce the dose and the hcp only used one 8840. The logs read that the last change to the pump occurred on (B)(6) 2016 with a dose per day of 0.2996 mg/day. If additional information is received, a follow-up report will be submitted. On (B)(6) 2016 (B)(4)(hcp): the patient was seen in the hcp's office on (B)(6) 2016. The patient had symptoms for several days, but the exact date was not given. It was stated that the patient's dose doubled and no one adjusted it at the hcp's office. The patient denied tampering with it or seeing anyone else who changed settings. The patient's reported symptoms appeared to be related to the reported pump settings changing. The cause of the pump settings changing was not known. The patient indicated he was welding and that was the only new activity that he could think of. The pump was refilled on (B)(6) 2016, but no adjustments were made. The patient's symptoms had been resolved and the patient was back at baseline. The patient's symptoms included dizziness and sweats. The patient was seen just a couple of days ago for his pain pump refill and the patient stated that he was not feeling good at all. The patient had been very stable in his pump for several years, but was not sure what was going on. It was also noted that the patient's pain level had also increased. Injections were discussed and the patient was hopeful they would be effective for the patient. There was no change in the patient's medications. The patient was alert and oriented x3 and followed all commands. The patient's abdomen appeared soft, nontender, and nondistended. Sensory was grossly intact to light touch distally in bilateral upper extremities. Hoffman was negative. Deep tendon reflexes appeared symmetrical. The patient was able to show functional range of motion in bilateral lower extremities. Gross strength was 4+/5 except at bilateral hip flexion which was at 4/5. Sensory was grossly decreased to light in bilateral toes. Calves were soft and nontender. Clonus was negative. Deep tendon reflexes appeared symmetrical. No babinski was elicited. Sitting root signs were negative. The patient's spine had generalized tenderness to palpation in lumbar paraspinal muscles and decreased range of motion was noted. The patient required extra time/effort for ambulation/transfers due to pain complaints. The patient had used a cane to help ambulate. The pump was interrogated and found that it was programmed at 0.2996 mg/day of dilaudid. This was double of what he was supposed to be programmed at. The last notes indicate there were no changes. The hcp denied making any changes. The pump logs also indicated that no changes were made to the pump. There had been no issues where the patient had seen anybody else to adjust the pump and there was a definite change in symptoms. The patient felt very ill and he had always been on the very low dose because he did not tolerate medication well. The plan was to bring the patient back down to his correct dosing which was 0.1479 and he was going to come back into the office tomorrow to double check to make sure the pump was staying programmed as it was today. The patient was instructed if he had any problems, started to feel over sedated, dizzy, and ill, he was to contact the office and go to the emergency department. The patient's medical history included anxiety disorder, back pain, depression, gout, and shingles. The patient's surgical history included a lumbar fusion in 2009, a laminectomy 2011, and the pump implant in 2012. The patient's concomitant medications included gabapentin 2 300 mg capsules three times per day, gabapentin 600 mg capsules, ketorolac 60 mg/2 ml intramuscular solution injected 1 ml every 6 hours, lorazepam 1 mg tablet, and oxycodone-acetaminophen 10 mg-325 mg tablets 1 per day. The patient's allergies included lortab.

Event description:
Information was received from a consumer, healthcare provider (hcp), and device manufacturer representative (rep) regarding a patient who was receiving 1 mg/ml dilaudid at 0.1479 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was "not feeling right", so they went to the hcp and checked the pump. It was later clarified that the patient had a headache, felt nauseous, had crawling of the skin, confusion, and blurred vision. It was stated that the pump "went from one setting up to another setting" and implied that it happened on its own. The hcp programmed the pump back down to the correct dose of 0.1479 mg/day on (B)(6) 2016. It was noted that the pump was last refilled on (B)(6) 2016 and the patient saw his doctor on (B)(6) 2016, but no changes were made on the (B)(6). It was again noted that the only time the patient was seen was on 2016-03-17 to reduce the dose and the hcp only used one 8840. The logs read that the last change to the pump occurred on (B)(6) 2016 with a dose per day of 0.2996 mg/day. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.